Event description:
Treatment of a small, ruptured, saccular wide neck aneurysm measuring 8 mm located in the ica (internal carotid artery). The patient was given aspirin and plavix prior to the procedure, but the exact loading dose and pru (p2y12 reaction units) levels were unknown. The patient was neurologically intact prior to the procedure. On (B)(6) 2014, the patient underwent pipeline embolization treatment with one pipeline (3.50 mm x 16 mm). On (B)(6) 2014, the patient presented with stroke like symptoms and weakness on the left side of the body. An angiogram was performed and a clot was revealed inside the pipeline for the entire length of the device. The clot was removed successfully with mechanical thrombectomy and the patient was discharged with no symptoms.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).